Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated, one curved opening striated, nick striated and wear abrasion. Based on the device analysis the final assessment is: a broken striated in the side posterior assessed as surgical damage. One opening striated in the side posterior assessed as surgical damage. Missing shell assessed as inconclusive. Nicks striated assessed as surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.